Event description:
It was reported that there was a possible issue with the catheter tip and placement. The cause of the event needed further clarification. Reportedly, an explant occurred. The patient did not require hospitalization. However, it was reported that a serious life threatening injury/illness occurred and the patient recovered without sequelae. This device system delivered morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_cath, (B)(6) implanted, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was later reported that the patient had a seroma at the site of the anchoring of the catheter. A surgical revision therefore took place on (B)(6) 2013 and 10 cc of "serosanguineous" fluid was aspirated from the seroma with complete loss of swelling of the site. A 1.5 to 2 cc volume of the aspirate was sent for culture and sensitivity, the results of which were not provided. It was noted there were no complications. Then on (B)(6) 2013 another surgical procedure was performed to explant the catheter and pump due to infection. The patient had been given pre-operative antibiotics. It was later reported that on (B)(6) 2013, the system was removed due to an infection at the seroma location. It was later reported that the patient's symptoms were pain at the implant site and there were no other symptoms. The pump and catheter were removed on (B)(6) 2013 due to the infection. The patient had a wound vac placed to help debride the wound. The infection had cleared, and there was no further discussion for a new pump to be placed.